Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxr00 was explanted in a patient's left eye (os) in a secondary surgical procedure. The reason for explant of the lens was not provided. No further information was provided.

Manufacturer narrative:
Additional information: additional information received indicated that the reason for the explant was poor near vision with toric symphony which the account attributed it to the product issue. It was confirmed that there was no incision enlargement, no vitrectomy, no sutures and no patient post-op injury. It was reported that a replacement lens was a zlb00 model lens. The following fields of this MDR report were updated accordingly. Age/date of birth:(B)(6) / (B)(6) 1946. Sex/gender: female. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.